Event description:
The field service engineer (fse) reported that during review of the diagnostic log, the fse noted a low leak co2 rebreathing risk error logged. The issue was found during service therefore no patient involvement.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned gas delivery system (gds) shows that during troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) generating the average air flow display reading at -239.5 lpm and the analyzer reading at 240.0 lpm. U1 was replaced on the air flow sensor pcba.